Event description:
Ous MDR - an impedance of >2000 ohm and oversensing were reported after an implantation time of about 45 months. The lead was not returned for analysis. The ICD is at biotronik. The implant date was not made available. The explant date was made in error. Part of the lead was explanted, but most of it couldn't be removed. Therefore, it is still in the patient. Lexos dr, MDR 1028232-2009-00417.

Manufacturer narrative:
Ous MDR - the lead was not returned for analysis. The analysis is therefore, based on the existing production documents. The manufacturing process of this lead was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. According to the information from the clinic, only the proximal part of the lead could be explanted and that was discarded. The distal part remained in the patient because it had grown in. Abrasion of the insulation could be seen at the proximal part of the height of the subclavian vein. The ICD proved to be fully functional during the technical analysis. The analysis did not indicate any malfunction of the device. After an implantation time of 45 months and 29 charge processes, the battery status mol 2 was as expected. In summary, it can be said that there was no indication of a material defect or manufacturing error for the ICD. The production documents of the lead also do not indicate any manufacturing error or material defect. A cause for the rise in the pacing impedance cannot be named in the analysis, and the observations during the revision operation cannot be confirmed.